Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the cartridge tubing during the fill tubing step. Customer changed cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.